Event description:
Customer complaint - limited data available "customer complaint: I always have to go through about 5 strips to get one that don't throw an error. I've have two days now that my sugar reads low yesterday it read 53 rechecked it said 35 I felt fine. This morning it read 20. Rechecked it immediately and it read 173. My daughter has the same one and it works fine for her so was hoping I can try another one."

Event description:
Customer complaint: limited data available. The customer had to use multiple strips in order to get a result that didn't error out. When they did get results it was inaccurate.